Event description:
Prefilled optiray 350 125 ml pre-filled contrast syringe cracked at the proximal end of the syringe shortly after starting the power infusion. Pieces of plastic from the syringe were dispersed near the exam table. No patient harm.